Manufacturer narrative:
Review of the device history record and shipping inspection report of the involved product/lot# combination confirmed that no deviation or nonconformity related to the event was found. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined.

Event description:
It was reported that during passage of the guide wire through a p1 occlusion, there was a possible wire perforation of a thalamoperforating branch proximally at the level of the occlusion. There was no reported additional intervention or sequela.